Event description:
The customer reported that the probe vf10-5 of siemens acuson x150 has artifacts, the probe artifacts would interfere doctors' judgement, causing misses diagnosis or misdiagnosis. (B)(4). Initial investigation showed that the unit had been received but not yet installed and set-up by siemens technical personnel.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.